Event description:
The hearing aid dispenser stated that the user wore the hearing aid for a week, and noticed a swelling in his ear canal. The user consulted with a physician who diagnosed an infection in the ear canal which caused swelling and drainage. The physician recommended not wearing the hearing aid while the ear is healing.